Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament surgery the implant broke. Part of the implant broke off during inserted into the patient. The broken piece was retrieved out from patient. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual evaluation showed the only the head of screw was returned. Other fragments were not returned. Measurements could not be performed due to the damaged of the device. The method of bone preparation employed during the procedure, as well as the bone quality encountered, were not provided. The cause remains undetermined, although probable causes can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.